Manufacturer narrative:
B3: used the bsc aware date as the event date, as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Journal citation: bahbah, a. Et al. (2025). Direct current cardioversion on destination single anti-platelet therapy after percutaneous left atrial appendage occlusion. Jacc. (85) 12.

Event description:
Reported via journal article. It was reported that incomplete closure occurred. 46 patients received a left atrial appendage (laa) closure procedure where a watchman laa closure device with delivery system (wds) was used, and the closure device was implanted. At an unknown date post index procedure, peri-device leak (pdl) was noted on transesophageal echocardiogram (tee) imaging in 4 cases, and 5 cases were discharged on direct oral anticoagulants (doac's).